Event description:
It was reported that the patient experienced fluctuating glucose levels overnight while using the ilet bionic pancreas with an inset infusion set on the abdomen and a g7 cgm, including hyperglycemia up to 351 mg/dl and subsequent hypoglycemia, with noted frequent fingersticks and repeated carbohydrate intake that appeared to overtreat lows and contribute to a rollercoaster pattern. Symptoms included hypoglycemia and hyperglycemia. Outcomes included the need for oral glucose to treat hypoglycemia, which constituted an unexpected medical intervention requiring medication, and the event met criteria for serious injury/illness/impairment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.